Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was delayed, and patient was moved to another room. A field service engineer (fse) examined the system on-site and confirmed image database is full. After reviewing log file, fse found the system has multiple dicom errors. During troubleshooting, fse found system storage to be overused and causing the system to be unable to process more images. To resolve the issue, fse performed database repair and then database was rebuilt to erase all images on the system. The system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). On (B)(6) 2024 same issue re occurred and fse replaced ippc and host computer hard drives. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the image storage. No harm was reported to philips. Philips has started an investigation into this complaint.